Event description:
It was reported that during the introduction phase of a coronary drug eluting stenting treatment procedure, tip detachment occurred. The physician felt a strong resistance while inserting the stent delivery system (sds) of the taxus express2 2.5x8mm drug eluting stent onto a guidewire. Upon removal of the sds the physician noted that the tip of the catheter was detached. The device was not used inside the patient. The procedure was completed using a taxus 2.5x12mm stent. Pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be failed.